Manufacturer narrative:
(B)(4). The customer report of a leak was confirmed during evaluation. The results of a sample evaluation revealed that both of the occluder feet were broken. The root cause was undetermined. A batch review was performed and revealed no problems during the manufacturing process and no deviations from standard procedure. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
This is case 22 of 22 reported to baxter (B)(4). It was reported that when opening the minicap extend life peritoneal dialysis (pd) transfer set, the twist clamp cracked/broke. As a consequence the set started leaking. The pd therapy was stopped. The patients (patient details were not reported) involved have been on capd therapy for at least 5 years. Reportedly, they're all careful when opening/closing the transfer set. Alcohol-ethanol 70% based disinfectants are used for sterilization of the skin and catheter, titanium adapter and transfer set, not spray, but cotton wool. These disinfectants must be used because (B)(6). But this method of sterilization has been used for a few years and they did not have problems like this before. According to the customer, the problems with the transfer set started in (B)(6) 2010. The exact occurrence date of this particular event is unknown. The exact lot number is unknown, however the customer received transfer sets of three different batches since (B)(6) 2010. No clinical consequences for the patient involved has been reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.